Manufacturer narrative:
(B)(6). D4, g4: pt101uk is not sold in the USA, but it is similar to a product (pt101us) which is sold in the USA. The 510(k) for the similar product is k131895. Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in ireland reported via a fisher and paykel healthcare (f&p) field representative that the power out alarm of the pt101 airvo 2 humidifier (airvo 2) sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. There was no reported patient involvement.

Event description:
On 12 february 2026, a healthcare facility in ireland reported via a fisher and paykel healthcare (f&p) field representative that the power out alarm of the pt101 airvo 2 humidifier (airvo 2) sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. On 15 april 2026, it was confirmed this was an erroneous report, and the healthcare facility confirmed there was no issue with the power out alarm on the subject device.

Manufacturer narrative:
(B)(4). D4,g4: pt101uk is not sold in the USA, but it is similar to a product (pt101us) which is sold in the USA. The 510(k) for the similar product is k131895. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. On 15 april 2026, it was confirmed this was an erroneous report, and the healthcare facility confirmed there was no issue with the power out alarm on the subject device.